Event description:
I had essure implanted in the fall of 2011. In the time since the implantation I have had weight gain, hair loss, extreme fatigue, idiopathic urticaria, abnormal bleeding, pelvic pain. The symptoms have increased over the years. In the last 6 months the hair loss has increased, my pcp ran an ana test which came back positive. That was followed by a lupus panel which also came back (B)(6). My gyn is now running tests to see if I need a hysterectomy to have my essure removed as we expect that it is the source of all of the issues above.